Manufacturer narrative:
(B)(4).

Event description:
Received info, the pt's soletra ins has broken through the skin and the pt has developed an infection. Pt had an open wound which was weeping. Now has turned red and has been infected for about 2 days. The pt is receiving antibiotics. The continuing care center did not think there had been any injuries and no outbreaks of infection. Nurse was not sure if the device was on or off but pt's symptoms have not returned. The nurse was instructed on how to use the pt programmer. Medtronic rep instructed the care center to notify the implanting physician and determine if the pt needed to be transferred to the hospital. Although not confirmed yet the initial wound culture was (B)(6) positive. Additional info has been requested and if received, a follow up report will be sent.